Event description:
It was reported that an inadvertent deployment occurred. A 6mm x 60mm x 130mm innova self expandable stent was selected for treatment. During preparation, the stent deployed too early outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: the returned device consisted of an innova self-expanding stent system. The tip, outer sheath, inner sheath and remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed 40mm from the sheath. Microscopic examination did not reveal additional damages. The pull rack and yellow thumbwheel lock were still in their original position. Kinks usually occur when the device is advancing along the wire and is met with some resistance. It is likely that procedural factors such as the interactions with another device may have contributed to the resistance which led to the kink. The damage caused the sheath to move slightly, allowing the stent to inadvertently deploy. Inspection of the remainder of the device revealed no other damage or irregularities. Device analysis confirmed the stent is partially outside of the sheath.

Event description:
It was reported that an inadvertent deployment occurred. A 6mm x 60mm x 130mm innova self expandable stent was selected for treatment. During preparation, the stent deployed too early outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.